Event description:
It was reported that the balloon guide catheter was used to treat a patient for an emergent mechanical thrombectomy due to a left m1 occlusion when vessel dissection occurred. For the initial catheterization, a 125cm angiographic catheter was used in the balloon guide catheter. To reach the sub-petrosal segment of the left carotid artery, the balloon guide catheter was pushed over a 5f 125cm diagnostic catheter and a stiff guidewire. The first angiographic series already showed the presence of dissection. The internal carotid artery had a moderate tortuous appearance, but it was not extremely tortuous. To treat the dissection, an aggrastat infusion was started. A stent-retriever 4x41, which was used for the thrombectomy, was opened at the level of the dissection (sub-petrosal/petrosal carotid segments) and maintained open for 30 minutes, with multiple angiographic controls. After 30 minutes, the stent-retriever was re-sheathed, and the final angiographic series showed no hemodynamically relevant dissections. The patient's symptoms improved after the treatment, with residual aphasia and an nihss of 4 (initial symptoms: global aphasia and right hemiparesis nihss: 10). The CT angiography the next day showed no dissection membrane. The thrombectomy resulted in successful recanalization, with minimal distal residual occlusions (tici 2c).

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not returned to the manufacturer for analysis and operative images not provided. Therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies vessel or aneurysm perforation among potential complications associated with the use of the device.

Manufacturer narrative:
Additional information: h6:, h10 (investigation results). No additional information has been received. Investigation findings items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to: vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Precautions after balloon preparation for use and prior to use, re-inflate to nominal volume and inspect for any irregularities or damage. Do not use if any inconsistencies are observed. The balloon guide catheter has a lubricious surface and should be hydrated in saline solution for at least 10 seconds prior to use. Once the balloon guide catheter is hydrated, do not allow it to dry. Exercise care in handling the balloon catheter to reduce the chance of accidental damage. Take precaution when navigating the balloon guide catheter in tortuous vasculature to avoid damage. Avoid advancement or withdrawal against resistance until the cause of resistance is determined. Presence of calcifications, irregularities or existing devices may damage the balloon guide catheter and potentially affect its insertion or removal. Excessive torque applied with a syringe might result in damage to the hub assembly. Directions for use (refer to diagram for reference) 1. Attach a rotating hemostatic valve (rhv) to the working lumen of the balloon guide catheter. Set up a continuous saline flush line and connect it to the sidearm of the rhv. 2. Insert a select catheter with guidewire into the working lumen of the balloon guide catheter. 3. Ensure the balloon is fully deflated and advance a peel-away sheath over the balloon portion of the balloon guide catheter. 4. Insert the guidewire/select catheter/balloon guide catheter system into the introducer sheath using the peel-away sheath. Insert peel-away sheath into the introducer sheath until it meets resistance. 5. Advance the guidewire/select catheter/balloon guide catheter system to the desired location in the vasculature using fluoroscopic visualization. Warning: do not advance the balloon guide catheter or guidewire against resistance. If resistance is felt, assess the source of resistance using fluoroscopic means. 6. Retract peel-away sheath from introducer hub and peel off of the balloon guide catheter. 7. If aspiration is desired, remove saline flush and attach a 60cc syringe to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. Or prepare an aspiration pump and tubing kit per respective IFU. Remove the saline flush and attach the tubing kit to the sideport of the 3-way stopcock connected to the working lumen of the balloon guide catheter. 8. If using a clot retrieval device, remove any loading acquired during tracking of balloon guide catheter if needed. Slowly inflate the balloon until the desired diameter is achieved. Turn off the stopcock towards balloon guiding catheter hub. Warning: do not exceed the maximum recommended inflation volume as balloon rupture may occur. Warning: always inflate and deflate the balloon while visualizing under fluoroscopy to ensure patient safety. Recommended aspiration procedure 1. Apply vigorous aspiration to balloon guide catheter using a 60cc syringe or aspiration pump not to exceed -28 inhg and withdraw devices(s) such as clot retrieval device and microcatheter inside balloon guide catheter. 2. Continue aspirating balloon guide catheter until clot retrieval device and microcatheter are fully withdrawn from balloon guide catheter. 3. When deflating balloon, use fluoroscopy to ensure complete deflation prior to removal. After procedure is complete, slowly remove the balloon catheter. Note: if withdrawal of clot retrieval device and microcatheter into balloon guide catheter is difficult, deflate balloon and under aspiration of balloon guide catheter working lumen, simultaneously withdraw balloon guide catheter, microcatheter and clot retrieval device as a unit through introducer sheath. Remove introducer sheath if necessary. Investigation conclusion: six radiographic images were provided for review. They were not labeled as to date or time, nor could their chronological order be determined. The review of the images is as follows: image 1: left ica dsa, ap, subtracted, with contrast, arterial phase. A bobby catheter is located in the distal ica; since the image is subtracted, it cannot be determined if the balloon is inflated. There is tight spasm around the catheter (or the balloon is inflated), which appears to be occlusive. No obvious dissection flap can be observed. There is a distal m1 occlusion caused by the thrombus. Image 2: left ica dsa, lateral, subtracted, with contrast, arterial phase. Same as ap above in image 1. There may be a dissection flap posterior to the distal bobby. Image 3: coronal flat plate CT centered over the neck and skull base. The left ica comes in and out of plane. This image is non-contributory. Image 4: left ica dsa, ap, subtracted, with contrast, arterial phase. The bobby catheter is located in the distal ica. The balloon is not inflated. There is marked spasm around the tip of the bobby and the ica is irregular, which represents either spasm or dissection. The caliber of the ica is decreased (same diameter as the bobby) from the tip of the bobby to the proximal petrous ica. There is no flow of contrast material beyond the distal intracranial ica. Image 5: left ica dsa, ap, subtracted, with contrast, arterial phase. The bobby has ben pulled back to the proximal cervical left ica. A microcatheter has been navigated over a j wire to the proximal cavernous ica. The entire cervical ica is spastic, showing changes in caliber. There is likely a small dissection flap at the proximal petrous ica. There is no flow of contrast material beyond the proximal cavernous ica, where the tip of the j wire is located. Image 6: left cervical ica dsa, ap, subtracted, with contrast, arterial phase. The spasm of the cervical ica has markedly improved. The dissection flap that was seen on image 5 is no longer present. The image cuts off at the petrocavernous junction and the intracranial circulation could not be commented on. These images confirm the presence of a dissection, but do not explain why the dissection and spasm described in the complaint occurred. Furthermore, without the return and physical evaluation of the bobby device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event.